Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. Reportedly, the patient originally had scleroderma. No additional adverse patient effects were reported. The ra lead was explanted.